Event description:
It was reported that the device battery drained in less than a month of implant. The device was explanted and replaced. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was received with no output and no telemetry communication. The device was cut open and the battery was below end-of-service levels. A high current was observed during the analysis, and it was isolated to an anomalous capacitor which caused the battery to drain prematurely.